Event description:
It was reported that during preparation for a water vapor therapy procedure, the delivery device would not prime. The procedure was not completed due to this priming behavior. There was no patient complication reported; however, the patient had already been sedated at the time the procedure was cancelled. This event is being reported for aborted/ cancelled procedure with a patient under anesthesia.